Event description:
Left breast tissue expander intraoperatively filled to 420 cc a few months ago required explantation with re-insertion fifty-four days later with new expander. Culture and sensitivity of seroma fluid pending.